Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not remove air bubbles from the infusion tubing when changing the infusion set. Blood glucose was 300 mg/dl. No additional information was provided.